Manufacturer narrative:
Site declined to provide patient information saying they had purged the patient fille to free-up space. On 02/26/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 03/23/2016 software analysis was unable to determine probable cause with the information provided. Site stated patient data was deleted from the navigation system and unavailable to send for further analysis. Unable to retrieve photo or archives. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, surgeon alleged that after performing tracer registration, they were 2-3 millimeters inaccurate. They re-traced the patient and received the same result. The surgeon opted to continue the procedure with the use of the navigation system and deemed being 2 millimeters inaccurate. Direction of the alleged inaccuracy was not provided. Delay in therapy was less than one hour. There was no impact on patient outcome.